Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump did not vibrate when set to vibrate. Customer¿s blood glucose was unknown. Customer stated that insulin pump had calibration error continuously, lost settings on pump after battery change and had no delivery alarms. Customer declined all troubleshoot. Insulin pump will not be returned for analysis.